Event description:
It was reported that removal difficulties occurred. A 10mm x 60mm wallflex biliary transhepatic stent was selected for a percutaneous biliary stent procedure. During the procedure, the stent became hung up on the delivery system and delivery sheath. The stent would not come off. The physician removed the whole system and used another of the same device. No patient complications were reported and the patient was doing great post procedure.